Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed electromagnetic interference (emi) noise with oversensing and greater than two seconds of pacing inhibition. A signal artifact monitor (sam) episode was stored, the minute ventilation (mv) sensor was disabled, and a low out-of-range pace impedance measurement less than 200 ohms was observed on the right atrial (ra) lead. It was unclear whether there was an underlying rhythm. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the observed noise correlated with a procedure that used electrocautery. The field representative was unable to find evidence of out-of-range impedances in remote monitoring data or pacing inhibition greater than 1.5 seconds. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed electromagnetic interference (emi) noise with oversensing and greater than two seconds of pacing inhibition. A signal artifact monitor (sam) episode was stored, the minute ventilation (mv) sensor was disabled, and a low out-of-range pace impedance measurement less than 200 ohms was observed on the right atrial (ra) lead. It was unclear whether there was an underlying rhythm. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Additional information received reported that the observed noise correlated with a procedure that used electrocautery. The field representative was unable to find evidence of out-of-range impedances in remote monitoring data or pacing inhibition greater than 1.5 seconds. This ICD system remains in service. No additional adverse patient effects were reported. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed electromagnetic interference (emi) noise with oversensing and greater than two seconds of pacing inhibition. A signal artifact monitor (sam) episode was stored, the minute ventilation (mv) sensor was disabled, and a low out-of-range pace impedance measurement less than 200 ohms was observed on the right atrial (ra) lead. It was unclear whether there was an underlying rhythm. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the observed noise correlated with a procedure that used electrocautery. The field representative was unable to find evidence of out-of-range impedances in remote monitoring data or pacing inhibition greater than 1.5 seconds. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h11: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed electromagnetic interference (emi) noise with oversensing and greater than two seconds of pacing inhibition. A signal artifact monitor (sam) episode was stored, the minute ventilation (mv) sensor was disabled, and a low out-of-range pace impedance measurement less than 200 ohms was observed on the right atrial (ra) lead. It was unclear whether there was an underlying rhythm. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Additional information received reported that the observed noise correlated with a procedure that used electrocautery. The field representative was unable to find evidence of out-of-range impedances in remote monitoring data or pacing inhibition greater than 1.5 seconds. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed electromagnetic interference (emi) noise with oversensing and greater than two seconds of pacing inhibition. A signal artifact monitor (sam) episode was stored, the minute ventilation (mv) sensor was disabled, and a low out-of-range pace impedance measurement less than 200 ohms was observed on the right atrial (ra) lead. It was unclear whether there was an underlying rhythm. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed electromagnetic interference (emi) noise with oversensing and greater than two seconds of pacing inhibition. A signal artifact monitor (sam) episode was stored, the minute ventilation (mv) sensor was disabled, and a low out-of-range pace impedance measurement less than 200 ohms was observed on the right atrial (ra) lead. It was unclear whether there was an underlying rhythm. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This ICD remains in service. No additional adverse patient effects were reported.